Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows a partial view of an implanted equistream hemodialysis catheter. One extension limb demonstrates intermittent bulging in and out, with visible air present inside the extension leg, and the bulging portion appears collapsed. The other extension limb appears normal. The investigation is confirmed for the reported air/gas in device, collapse and identified stretched, material protrusion/extrusion issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using equistream hemodialysis catheter. Post procedure, (B)(6) 2026, it was noted that the catheters extension had a bubble and further reported that it had collapsed. The patient was no longer able to undergo dialysis. The catheter was removed on the same day. The procedure was completed by replacing another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using equistream hemodialysis catheter. 3 days post the procedure; it was noted that the catheters extension had a bubble and further reported that it had collapsed. The patient was no longer able to undergo dialysis. The catheter was removed on the same day. The procedure was completed by replacing another device. There was no reported patient injury.